Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse inspected the instrument and the customer cleaned the sample drain and the sample probe. The cse then replaced a broken cuvette drum retaining spring. The customer ran patient samples, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). After troubleshooting, the customer repeated the patient sample on the same instrument and it resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.